Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence and bladder prolapse. It was reported that following implant the patient experienced pain, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urge incontinence, and urinary tract infections.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urge incontinence, and urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, nocturia and pelvic prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.